Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis ¿ the investigation of the retuned unit was unable to duplicate slippage. When the clamp was properly positioned and put under pressure, the clamp did not move. Since the unit was involved in a patient injury, it was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted that the returned clamp was in good condition with no issues noted. Conclusion ¿ the complaint is not confirmed, as the returned unit passed all specific functional testing. The probable root cause of the reported complaint is improper or suboptimal placement of the clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during placement of the mayfield composite series skull clamp (a3059), and after tightening on patient's head, the skull clamp slipped causing a 1 inch laceration on the patient's left parietal scalp. The laceration was sutured to close. There was a 20 minutes delay on the procedure but no patient status was reported.